Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-42603.

Event description:
Customer reported the sensor reading were off. Customer stated sensor will indicate he was low and blood glucose would be in the 300 mg/dl range. Customer stated it was really dangerous that sensor reads opposite from the blood glucose. Customer was advised of probable causes. No further information reported.